Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the following information was provided by the initial reporter. The customer stated: customer used the disposable blood collection device with batch number 3080031 and item number: 301746 at the end of (B)(6) 2023, there have been occasional incidents of blood leakage from the visible blood return window, one of which occurred after the blood collection puncture was successful. Blood leakage occurs when the needle is not connected to the blood collection tube. For details, please refer to the attached picture. For other problems, the puncture needle leaks blood after puncturing the blood collection tube. We will ask the question. After cleaning the blood collection needle, there is no obvious crack in the blood return window visible to the naked eye. This kind of situation happened frequently after the first complaint in june. I have communicated with the dealer to change the batch number, but it is still occasional. Due to the increase in medical risk opportunities, I have communicated with the customer about this incident. After putting on the needle holder.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve fall off and leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve fall off and leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.